Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during pre-op testing of the device the jaws/cups would not close completely. The procedure was completed with another radial jaw 3 large capacity single-use biopsy device. The account reported that there did not appear to be any damage to the device pull wires. Additionally, the site indicated that the jaws failed to close completely due to being misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the device jaws were able to be opened, but failed to close properly due to the bent needle. The riveting and crimping marks were evaluated and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device would not close. Based on the evaluation, the needle was found to be bent which prevented proper closure of the jaws. The dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during pre-op testing of the device the jaws/cups would not close completely. The procedure was completed with another radial jaw 3 large capacity single-use biopsy device. The account reported that there did not appear to be any damage to the device pull wires. Additionally, the site indicated that the jaws failed to close completely due to being misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.